Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Simulated use testing and visual inspection were performed which identified a leak from two places along a cut in the cassette sheeting. The cause of the leak was determined to be a use error where a sharp object was used to open the over pouch or the carton. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to ¿open the packaging of the disposable set by hand. Do not use a knife, scissor, or other sharp objects to open the packaging.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During visual inspection of a returned homechoice cassette, it was observed that the cassette was leaking from two places along a cut in the cassette sheeting. There was no patient involvement. No additional information is available.